Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s ins stopped communicating rendering it inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly therapy was restored after post operatively.